Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a dried serum on the tip clamp in the reported problem area of the pipette assembly. Three other worn clamps were also found. Four tip clamps, and one each, plunger clamp, lld contact spring, and tip retaining clip were replaced. The instrument was inspected, tested without further problem, and returned to svc.